Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. Fluid was in the battery compartment. The home screen did not appear on the display. The clear plastic rim of the reservoir compartment came off. Customer's blood glucose level was 5.6 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump had blank display due to corroded electronic assembly. The motorways corroded. No moisture damage noted in the reservoir compartment or in the battery tube. The insulin pump had a missing retainer, missing reservoir tube o-ring, minor scratched display window, scratched case, cracked case at battery tube side, cracked battery tube threads, pillowing keypad overlay and cracked keypad overlay at the select button. Analysis was unable to perform the displacement test due to missing retainer.